Manufacturer narrative:
A ge representative evaluated the system and replaced the mother board and associated hardware. System operates as intended.

Event description:
Customer reported the system is not booting. No patient injury was reported.